Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-svc, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported that they've been having a lot of charging issues for the last couple of weeks maybe three weeks. Patient denied any error messages/codes on the controller. They began charging this morning with the implantable neurostimulator (ins) battery at 70%, and so far, it has only reached 80%. Pt mentioned having to reset the controller 15-20 times, but the issue still wasn't resolved. Additionally, pt stated that the device "heats" constantly and becoming "slower and slower" to charge. Agent clarified which device was heating -- pt was unsure if it was the paddle or the controller. Agent had pt reset the controller, clean the port and pins; pt denied visible damage on the controller, battery pack and recharger. Agent had pt reinserted the battery and attempted to charge the ins: pt confirmed charging with excellent quality, controller battery was 40% and ins was 80% charged. Pt stated that the controller battery went down from 60% - 40% but the ins battery has not moved. Pt mentioned that the charge quality changes from excellent to recharging only, even when they're not moving, and the yellow light starts to flash. Agent sent a request to repair to replace the recharger. Agent had difficulty understanding the pt but did their best to document relevant information.

Manufacturer narrative:
97755-s, sn: (B)(6), returned for product analysis. Analysis found no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.